Event description:
It was reported that there were low out-of-range impedances values. The patient was seeing an elective replacement indicator (eri) message. The battery was then turned off at the time of seeing this. The patient had been feeling effective stimulation prior to the eri message. No falls or trauma had occurred recently. All electrode impedances and pairs were between 300-805 ohms. Group impedances were as follows: a1/63 ohms/35 milliamps, a2/50 ohms/35 milliamps. It was reviewed this was the reason for the rapid battery depletion. Battery longevity was calculated with the following settings: a1;3- 4+ 6- 7- 11- 12+ 14- 15- with an amplitude of 4.1 volts, pulse width of 450 microseconds, and rate of 60 hertz and a2; 3+ 4- 5+ 11+ 12- 13+ with an amplitude of 3.4 volts, pulse width of 210 microseconds, and rate of 60 hertz. With impedances of 100 ohms on each program, battery longevity was calculated to be 3 months. Historical programming information was not known to determine when these programs were created. The eri was reported to have been seen a couple weeks prior to this report. Follow-up determined that the patient was scheduled for a battery exchange on (B)(6) 2015. Further follow-up was performed to determine what the replacement outcome was. This event will be updated if additional information is received.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) found the ins battery to have reached normal end-of-life. Telemetry and output checked okay.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received the replacement was successful and the patient was receiving good stimulation coverage. The implantable pulse generator (ipg) was going to be returned. The battery depletion was noted to be normal. The patient recovered without sequela. No further follow-up was required.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.